Event description:
Per the surgeon, the patient was placed under general anesthetic and underwent a skin revision surgery (specific date not reported). The patient was also administered with antibiotics (type and duration not reported).

Event description:
Per the clinic, the patient experienced chronic infection, healing issues, and drainage at the implant site. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.